Event description:
Patient was upset about medication that she states was wasted due to defective syringes that were sent to her. Unknown if adverse event / missed dose. No side effect reported from any potential missed dose. Unsure if md is aware, no further information. Unknown if patient has defective syringe on hand for return for inspection. Reported to (B)(6) by pt/caregiver.